Manufacturer narrative:
H3: product analysis: evaluation determined that it was not possible to insert a bur. The likely cause of failure is due to detached distal bearings. It was also noted that the tube is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. The customer communicated with written or oral dissatisfaction with the product. No patient impact or complications have been reported as a result of this event. Additional information was received stating that distal bearings were found detached during evaluation.